Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. There were no errors found in the downloaded receiver log; therefore, the customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that the receiver was missing data points for about 10 hours; however, the data points were there previously. No additional event or patient information is available. The complaint device was not returned. The receiver data log was provided by the patient and reviewed; however, the complaint cannot be confirmed. A root cause cannot be determined.